Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare physician reported rupture of the left device diagnosed by MRI. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare physician reported rupture of the left device diagnosed by MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken device on radius assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.